Event description:
New information notes that the right ventricle lead was capped and replaced on 30 june 2021. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review on (B)(6) 2021, the right ventricle lead exhibited over-sensing noise and inhibition of therapy. On (B)(6) 2021, the right ventricle lead again exhibited noise. No intervention was performed. Patient was stable.